Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, review of labeling, and review of historical data. A field service engineer (fse) was cleaning the low concentration (lc) waste tank and the associated lc waste tubing pn 7-93337-01 on architect c802852 when liquid waste from the lc waste tubing splashed onto the fse's forehead and trickled down into the left eye. The fse was wearing appropriate glasses with side shields but the droplet on the forehead trickled into the eye before it could be wiped off. At the time of the event, the fse had detached the lc waste tubing from the vertical wall of the c8000 and then lifted the lc waste tank off its base plate without detaching the lc waste tubing from the bottom of the waste tank. There were no returns available for this investigation. A search for similar complaints did not identify any trend for the lc waste tubing pn. A review of labeling provides removal and replacement procedures for the lc waste tubing pn 7-93337-01 and the lc waste tank. Removal and replacement of the lc waste tank instructs the user to disconnect the lc waste tubing from the bottom of the lc waste tank before removing the waste tank. A review of manufacturing records found no similar issues for this instrument. Based on the results of this investigation, there is no indication of a deficiency or malfunction of either the architect c802852 or the lc waste tubing pn 7-93337-01.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer was performing preventive maintenance on the architect analyzer. The waste line was disconnected to remove the waste tank and the engineer was splashed down the front. The fse had glasses on but felt a drop of the waste liquid go into his left eye. The fse flushed the eye with water and then sought medical treatment. The fse was given a dose of zidovudine (azt) 300mg and 150 mg lamivudine. This is considered an adverse event for serious injury. There was no additional patient information provided.